Event description:
It was reported that an unspecified bd safe clip was difficult to operate. The following information was provided by the initial reporter: "an adviser is communicated, who reports that for 10 days, (B)(6) 2020 date not exact, he has problems with the needle cutter, since when trying to insert the needle into the hole, he has to make a lot of pressure and exerts the needle cutter, it refers that on one occasion when trying to cut the needle it bent."

Manufacturer narrative:
H.6. Investigation: customer returned a photo and a video of a bd safe clip. Customer states that he has problems with the needle cutter, since when trying to insert the needle into the hole, he has to make a lot of pressure and exerts the needle cutter, it refers that on one occasion when trying to cut the needle it bent. The photos and video were examined and exhibited pen needle unable to be inserted into the cutting hole of the safe clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. As per DHR provided by manufacturing, ¿according with the DHR review information above, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1).

Manufacturer narrative:
Initial reporter phone #: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd safe clip was difficult to operate. The following information was provided by the initial reporter: "an adviser is communicated, who reports that for 10 days, ((B)(6) 2020) date not exact, he has problems with the needle cutter, since when trying to insert the needle into the hole, he has to make a lot of pressure and exerts the needle cutter, it refers that on one occasion when trying to cut the needle it bent."